Manufacturer narrative:
(B)(4). Batch #: unknown. Report source is hcp. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: the surgeon commented that, washer breaking sound was not heard and the surgeon could not feel the weight. The surgeon commented that the intestinal tube (especially around ra) was long enough, and the surgeon decided that there is no problem even if the intestinal tube tear, so the surgeon opened the adjusting knob fully, and took out the device to the anus side. The surgeon inserted the finger from the anus and held the anvil with the finger and pulled the device to remove the device. Then, electric knife was used to cut at the staple line on the oral side (anvil side). The patient is stable. The surgeon commented that it was stapled properly. However, the shape of staple formed has not been reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted low anterior resection, the surgeon could not feel the washer was cut, although the surgeon grasped the trigger several times. The staples were deployed. The device was used between colon and rectum. The target tissue was cut at the staple line, and another device was used to complete the case. The device was checked and the knife did not move. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 07/28/2022 per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with no apparent damage, the safety disengaged and along with an anvil and washer, due to the position of the anvil, it cannot be determined whether the washer is cut or uncut. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022 d4: batch # 797a51 investigation summary: the product was returned to ethicon cincinnati for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a, was received in cincinnati on 14 july 2022. The device was sent to cincinnati directly from japan where the complaint was reported. Upon receipt of the device, a detailed visual examination of the device was performed by design and quality engineering. Visual inspection of the device found that the returned device arrived without a knife present and that the heat stake posts on the device driver were unformed. When the heat stake operation is completed the heat stake demonstrates a mushroomed appearance which holds the device knife in place. The issue was escalated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.